Event description:
It was reported that the patient presented in clinic due to feeling dizzy. Upon review, it was discovered that the pacemaker exhibited loss of capture. Upon interrogation, the device was not able to get interrogated. It was suspected that the device exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition.